Event description:
This spontaneous case describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced inflammation ("inflammation"), ear, nose and throat disorder ("otorhinolaryngology (orl) problems"), cognitive disorder ("cognitive problem"), memory impairment ("memory problems"), speech disorder ("speech problems"), myalgia ("constant muscular pain") and fatigue ("extreme fatigue") and underwent medical device removal (seriousness criteria disability and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for inflammation, ear, nose and throat disorder, cognitive disorder, memory impairment, speech disorder, myalgia and fatigue were unknown. No causality assessment was received for essure with regard to medical device removal, inflammation, ear, nose and throat disorder, cognitive disorder, memory impairment, speech disorder, myalgia or fatigue. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced inflammation ("inflammation"), ear, nose and throat disorder ("otorhinolaryngology (orl) problems"), cognitive disorder ("cognitive problem"), memory impairment ("memory problems"), speech disorder ("speech problems"), myalgia ("constant muscular pain") and fatigue ("extreme fatigue") and underwent medical device removal (seriousness criteria disability and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for inflammation, ear, nose and throat disorder, cognitive disorder, memory impairment, speech disorder, myalgia and fatigue were unknown. No causality assessment was received for essure with regard to medical device removal, inflammation, ear, nose and throat disorder, cognitive disorder, memory impairment, speech disorder, myalgia or fatigue. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-oct-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.